Manufacturer narrative:
This report is for a screwdrivers: shafts: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a first metacarpal base-implant removal of unknown competitor headless compression screws and open reduction internal fixation (orif) due to non-union at the fixation site, a screwdriver shaft t4 star drive provided an insufficient holding ability to insert an unknown screws into the drilled hole, thus, multiple dropped screws and loss of reduction causing a difficulty in inserting and retaining the screws. Moreover, there were different three (3) screwdrivers in the set but none of them worked well wherein the two (2) gold tipped t4 star drives kept in a 1.5 mm module and the other one (1) kept in a 1.3 mm module. Driver durability is insufficient, better to have holding sleeve especially with initial screw insertion of a longer (>20 mm) lag screw. All had experienced enough wear during the case. The procedure was successfully completed with a surgical delay of approximately 10-15 minutes. Patient outcome was unknown. Concomitant device reported: cortex screws (part#02.214.122, lot# unknown, quantity#1) and unknown headless compression screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1)  screwdriver: shafts: trauma. This is report 2 for 4 (B)(4).